Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the returned meter, the standby current test was 1.0 a. The criteria is <55 a. Pass. Meter setting, audio and all buttons function were all ok. We tested the suspected meter with in house control solution and in house strips (strip lot number: d160526-1). The control solution tests for level low were 55/61 mg/dl, for level high were 254/253 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
This is a supplemental report to initial report 3005862821-2016-00120 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on 12/27/2016 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number #(B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 04/22/2013. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
The end user reported that she sought medical attention on (B)(6) 2016 at 8:30am after receiving continous high readings from the prodigy diabetes glucose meter which cause her to administer too much insulin. The end user stated that she was dizzy, disoriented and confused and the paramedics were called. The reading on the prodigy meter during the time of the event was 157 mg/dl. The paramedics performed a blood glucose test with their meter as well as the prodigy meter and both gave a result of 50 mg/dl. The end user was given orange juice, peanut butter and jam. End user refused to go to the ER and her blood glucose prior to the paramedics leaving was 77mg/dl. No further information was provided.